Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged four days post implant. The dislodgement was caught before the pt had left the hospital. A temporary pacing wire was utilized due to the pt having a slow rate. A lead revision was performed, where this lead was successfully repositioned. Other than the procedure, no adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.